Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a mid bile duct drainage procedure (pt age unk, however over 18 years). According to the complainant, while attempting to release the stent, the inner sheath would not retract. It was noted that the suture was tangled at the flap under the scope. After several attempts, although the inner sheath became stretched, the stent was able to be deployed and the procedure was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, supplemental medwatch will be filed. (B)(4).